Event description:
It was reported that the patient¿s pump was alarming and the logs indicated frequent motor stalls with recovery in about 15 to 30 minutes, the last recover was at noon as of the date of this report. It was stated that it had been since (B)(6) 2013 around five o¿clock. Drug being delivered was fentanyl. It was further added that for the last year or so patient has been building up serosanguinous fluid in his abdomen. He went to a surgeon and had an MRI. There was fluid around the pump. Patient was offered a pump replacement but he didn¿t want to. Healthcare provider was aspirating the fluid about 20 to 30 cc out of his abdomen. It had been very variable, sometimes it was 5 cc, sometimes it was 10, sometimes 30 or 40 but had become a little less. Patient didn¿t have any feelings of withdrawal was given some po dilaudid in case he did. He was due back for another refill next week. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was further confirmed that the pump motor stall was the cause of the event. The motor stall did recover initially; however, the pump did stop after one week. An explant procedure for the pump was scheduled for (B)(6) 2013. The patient experienced mild withdrawal symptoms. Hospitalization was not required and there was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model: 8703w, lot# l75459, implanted: (B)(6) 2000, explanted: unk. (B)(4).